Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune symptoms/illnesses. (B)(4).

Event description:
It was reported via mw5092475 that a female patient underwent an unspecified breast surgery with 350 cc mentor smooth round moderate profile saline breast implants on (B)(6) 2006. The patient reported that she suffered from the following symptoms post-implantation: fibromyalgia, connective tissue disorder, lupus, raynaud's phenomenon, parrot fever, mono, polyneuropathy, occasional loss of movement and/or the ability to walk, vertigo, fatigue, anemia, brain fog, difficulty concentrating, word retrieval issues, memory loss, muscle aches, pain, weakness, joint pain, soreness, chronic inflammation, hair loss, dry skin, weight fluctuations, easy bruising, slow healing of wounds, temperature intolerance, night sweats, skin rashes, insomnia, numbness in the arms and legs, cold and discolored extremities, nausea, fevers, dehydration, frequent urination, chronic neck and back pain, vision disturbances, slow muscle recovery after activity, gastrointestinal and digestive issues, sudden food intolerance, smell or chemical sensitivities, throat clearing, cough, difficulty swallowing, choking feeling, chest pain, mouth and tongue ulcers, teeth sensitive, headaches, dizziness, and depression. As a result, the patient underwent bilateral explantation on (B)(6) 2018. Patient reports that she had the devices tested post-explant and that they were found to have defective valves. She also reports improvement in symptoms since having them removed. This report is for the patient's left-sided device.